Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had menu button was unresponsive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to access the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).